Event description:
Additional information was received that there was oversensing of noise on the ra channel that was deemed secondary to respiratory rate over sensing from the minute ventilation signal. The ra impedance was noted to be 1945 ohms. The home monitoring high impedance atrial alert was increased from 2000 to 2500 ohms and the minute ventilation feature was programmed off at the recommendation of boston scientific technical services (ts). The clinic will continue to monitor the patient. The ra lead and crt-d remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead show two impedance values of 1300 ohms. It was noted that the daily impedance measurement show ra lead impedance values in the 700 ohm range. Oversensing of noise with inappropriately stored atrial tachy response (atr) events was also observed on the ra channel. The noise was able to be recreated during in office testing. Subsequently the ra sensitivity was increased which resolved the noise. At this time the clinic will continue to monitor the patient. The crt-d and ra lead remain in service and no adverse patient effects were reported.